Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose values as high as 250 mg/dl without symptoms to a low of 49 mg/dl with severe headache associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were air bubbles in the cartridge and this had occurred in greater than 5 cartridges. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an air bubble issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.